Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported that there was noise on intracardiac and the body surface ecgs when pacing. The noise was on carto and on the ep recording systems. The issue was resolved after plugging cs and his catheter directly into the recording systems. The procedure was completed without any patient¿s consequence. Additional information provided stated the noise was fully saturated on all surface ECG¿s and all intracardiac signals on ep recording systems. The physician was not able to interpret neither the bs nor the intracardiac recordings due to noise. This malfunction makes this event reportable.

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported that there was noise on intracardiac and the body surface ecgs when pacing. The noise was on carto and on the ep recording systems. The issue was resolved after plugging cs and his catheter directly into the recording systems. The procedure was completed without any patient¿s consequence. Additional information provided stated the noise was fully saturated on all surface ECG¿s and all intracardiac signals on ep recording systems. The physician was not able to interpret neither the bs nor the intracardiac recordings due to noise. This malfunction makes this event reportable. After further evaluation it was determined the issue was not able to be duplicated. No issues were observed during the following procedures. The body surface cable was replaced proactively due to its visual condition. Customer¿s complaint cannot be confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.